Event description:
An unspecified readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified adc device scan result and it is unknown whether the customer noted a trend arrow on the device. The customer experienced unknown symptoms and self-treated with unspecified treatment for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.